Event description:
As per medical records: "an office visit on (B)(6) 2010 notes the biopsy showed "eosinophils consistent with allergic type reaction but no evidence of sarcoma." There is an (B)(6) 2010 admission and surgery for excision of the right thigh mass and explant of the right total hip arthroplasty. A discharge summary dated (B)(6) 2010 describes admission on (B)(6) 2010 for excision of mass and "during procedure we determined that the mass had actually transformed most of her normal tissue around hip joint into fibrous necrotic tissue, including her gluteus maximus, medius and minimus, and a large portion of her sciatic nerve dead muscle excised prosthesis explanted mass extended into pelvis not resected due to danger pre-op MRI pelvic mass nonmalignant" the diagnosis was "ischemic fasciitis, possible pseudotumor"."

Manufacturer narrative:
An event regarding alleged allergy reaction, tissue necrosis and altr involving a meridian pa hip stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the stem was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on (B)(6) 2006 she underwent a primary right total hip arthroplasty for which a brief operative report describes general anesthesia and a posterolateral approach for a diagnosis of degenerative joint disease of the right hip. A crack was noted in the femur at the time of preparation of the femoral canal two dall-miles cables were placed." "An x-ray report of the right total hip describes "good alignment".on (B)(6) 2010 an aspiration of the right hip under fluoroscopic control was performed for a diagnosis of complaint of swelling and fullness of the lateral and anterior greater trochanteric area. A radiology report describes no fluid aspirated. 15 cc' s of sterile saline was injected with minimal amount retrieved, which was sent to the lab. No organisms and no growth was noted at one day. There is an (B)(6) 2010 admission and surgery for excision of the right thigh mass and explant of the right total hip arthroplasty. On (B)(6) 2010 a revision right total hip was performed, and the patient was subsequently discharged on (B)(6) 2010 from the original admission on (B)(6) 2010. No operative reports for either procedure are available. A discharge summary dated (B)(6) 2010 describes admission on (B)(6) 2010 for excision of mass and "during procedure we determined that the mass had actually transformed most of her normal tissue around the hip joint into a fibrous necrotic tissue, including her gluteus maximus, medius, and minimus, and a large portion of her sciatic nerve ... Dead muscle excised prosthesis explanted mass extended into pelvis not resected due to danger pre-op MRI pelvic mass large ". The note further states, "post-operative hematoma path studies mass nonmalignant". The diagnosis was "ischemic fasciitis, possible pseudotumor". She was seen on (B)(6) 2010 where it was noted she had a revision of dislocated right total hip surgery on (B)(6) 2010. No operative report or records of this admission are available for review."the hip is reduced and the components are in nominal position. (B)(6) 2010 are multiple views of the previously described components with the hip dislocated. X-rays dated (B)(6) 2010 and (B)(6) 2010 demonstrate the hip reduced. "No examination of the explanted components, and no MRI images or reports are available. The pathology report is not diagnostic of prosthesis related reaction and pathologist in mayo clinic-suggested that infection should be ruled out. He further noted that in metal on metal prosthetic reactions, more lymphocytes are noted and eosinophils are not common. The subsequent diagnosis of chronic infection in this case could explain this entire clinical course rather than prosthesis related reaction." Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the reported events were not confirmed and the exact cause could not be determined. A review of the provided medical records and/or x-rays by a clinical consultant revealed "no examination of the explanted components, and no MRI images or reports are available. The pathology report is not diagnostic of prosthesis related reaction and pathologist in mayo clinic-suggested that infection should be ruled out. He further noted that in metal on metal prosthetic reactions, more lymphocytes are noted and eosinophils are not common. The subsequent diagnosis of chronic infection in this case could explain this entire clinical course rather than prosthesis related reaction." If additional information and/or devices becomes available, this investigation will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per medical records: "an office visit on (B)(6) 2010 notes the biopsy showed "eosinophils consistent with allergic type reaction but no evidence of sarcoma." ... There is an (B)(6) 2010 admission and surgery for excision of the right thigh mass and explant of the right total hip arthroplasty. ... A discharge summary dated (B)(6) 2010 describes admission on (B)(6) 2010 for excision of mass and "during procedure we determined that the mass had actually transformed most of her normal tissue around hip joint into fibrous necrotic tissue, including her gluteus maximus, medius and minimus, and a large portion of her sciatic nerve ... Dead muscle ... Excised ... Prosthesis ... Explanted ... Mass extended into pelvis ... Not resected due to danger ... Pre-op MRI pelvic mass nonmalignant" ... The diagnosis was "ischemic fasciitis, possible pseudotumor"."